Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cgm (dex 45) issue. The territory manager called to report that the patient is having very long gaps of no data being reported. Manager met with the patient and walked through proper insertion and technique with patient and family. Senor was replaced as well as the transmitter and still having long periods of time (more than 18 hours) with no data being shown in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the cgm history shows several ¿cs201¿ cgm sensor error0 alarms on 07/05/15, no activity outside of normal use is observed in the black box. Returned battery/cartridge caps were used during investigation. ¿ez-prime¿ steps were performed correctly; test transmitter was paired with the pump correctly. Bg value was set to 6.7mmol/l twice within 2hr. Both bg values entered successfully. The pump and transmitter ran over night with a steady reading of 6.4mmol/l within +/- 20%.no reading interruption or any eaw occurred, the pump passed an rf test. The product performs within specifications. Unable to duplicate ¿dex45¿ complaint, the pump¿s cover was removed, no intermittent condition was found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.